Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being used across cystic artery and the clip did not form properly. A second device was used to complete the case. There was no patient consequence.